Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after the implant procedure, the device exhibited no output or magnet response. The device could not be inter- rogated.